Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) level of 578 mg/dl with high ketones. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. In addition, it was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check.